Event description:
Pt underwent ptca upon attempting to cross lesion in the mid lcx, the taxus stent became dislodged from its delivery balloon before it could be properly retracted inside the guiding catheter. The stent could not be located.